Manufacturer narrative:
Concomitant medical products: b braun tubing set spiked to a half-full 50ml bag of 0.9% sodium chloride injection usp (b braun; lot j5h697, exp 09/16); b braun tubing set spiked to a near-empty 250ml bag of 0.9% sodium chloride injection usp (b braun; lot j5l028, exp 09/17), therapy date (B)(6) 2015. The customer¿s report of fluid leakage from a texium valve while attached to a non-carefusion IV set was confirmed from the photos provided by the customer. However, the leak was not replicated during testing. The tubing configuration, with texium valve in place, was functioning effectively during testing. The root cause of fluid leakage from a texium valve while attached to a non-carefusion IV set could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the texium closed male luer was used on a non carefusion secondary set for chemo administration and the user noticed a leak between the noncarefusion set and the texium during the IV infusion. No harm to patient reported.